Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 16-nov-2022. H6. Investigation summary: one hundred samples and nine photos received by our quality team for investigation. Upon visual inspection, damaged barrel and defect on molding near the luer of the syringe is observed. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. During review of the process, this is caused by the wear of the counter cones of the mold, which serve as a guide once the mold is closed at the time of injection of the resin.

Event description:
It was reported that an unspecified number of bd luer-lock¿ syringes were found damaged/deformed. The following information was provided by the initial reporter, translated from spanish: "I continue to have problems and we have received an additional 800 pieces."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd luer-lock¿ syringes were found damaged/deformed. The following information was provided by the initial reporter, translated from spanish: "I continue to have problems and we have received an additional 800 pieces."